Manufacturer narrative:
A philips field service engineer (fse) evaluated the device and found a second sound driver on the computer. The fse changed it back to the default sound system and the device is working again. The device was confirmed to be operating per specifications after the configuration changes were made. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on patient information center ix indicating there is no sound for the alarms. The device was in use at the time of the event. No adverse event occurred.